Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device has intermittent black screen. There was no patient involvement. Based on the information available, the cause for the reported issue is not exactly known. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The working status of the device is unknown as the customer rejected the repair quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.